Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the cartridges were crack upon delivery of the lens. No patient issues noted. There are four medical device reports associated with this report. This is case three. Additional information was requested.

Event description:
Additional information was requested and received stating there was no patient harm and the cartridge was split tip.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Qualified handpiece and viscoelastic were indicated. It was stated that the iols were either company lens diopters ranging from 14.0-26.0. Company lens model is qualified for the diopter range of 6.0-27.0 for the company cartridge. Company lens models are only qualified for the diopter range of range of 6.0 to 25.0 for the company cartridge. Company lens only qualified for the diopter range of 6.0 to 23.0 for the company cartridge. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Account manager was present at one event and recommended taking one of the company injectors out of service. The manufacturer internal reference number is: (B)(4).